Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 3.00 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks and a break 83.4cm distal to the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found damage 10.8cm proximal to the distal end of the tip. No issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 3.00 x 20 synergy drug-eluting stent was advanced for treatment. However, it was noted that the proximal shaft broke 10-15 centimeteres (cm) from the hub before it was fully inside the guide. The device was completely removed and the procedure was completed with different device. No patient complications were reported. However, returned device analysis revealed hypotube break 83.4cm distal to the strain relief.